Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda is related to challenging patient anatomy (enlarged atrium). The reported tr and tissue injury are cascading events of the slda. The reported patient effects of tricuspid regurgitation and tissue injury, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 and enlarged atrium. To triclip xtws were deployed on the tricuspid valve, reducing the tr to a grade of 1. On (B)(6) 2024, an echocardiogram was performed and revealed a leaflet injury, and that the second implanted triclip had detached off of the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing the tr to increase to a grade of 3-4.